Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of sterile peritonitis, characterized by cloudy effluent fluid and abdominal pain, which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be established. However, the pdrn reported the events were unrelated to the utilization of a fresenius device(s) or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction was associated with the events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient experienced peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was experiencing cloudy peritoneal effluent fluid and abdominal pain (date not provided), and a peritoneal effluent fluid culture and cell count were obtained (date not provided). The patient¿s peritoneal effluent fluid cultures were negative for growth; however, the cell count revealed an elevated white blood cell (wbc) count of 1057 u/l. The patient is being treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3-4 days for 3 weeks, and ip ceftazidime 1000 mg daily for 3 weeks. Per the email response, the cause of the peritonitis is unknown. However, the pdrn reported there was no evidence a fresenius device(s) or product(s) caused or contributed to the adverse events. The patient is recovering and continues to undergo ccpd therapy utilizing the same liberty select cycler as before the events occurred.